Event description:
It was reported that pt had fusion at l4-l5 and l5-s1 with interbody fusion device, infuse bone graft, and local bone graft. Pt also had posterior instrumentation from l4-sacrum with infuse bone graft and local bone graft placed in gutters. Approx 8 months post op, a cyst-like formation/ collection of fluid was reportedly found in the lateral recess at the level of fusion, putting pressure on nerve root. The doctor indicated that a revision surgery is being considered. It has not been established that the use of infuse bone graft caused or contributed to the developement of the cyst-like formation/collection of fluid; however, co is reporting this out of an abundance of caution.